Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated the pump¿s battery life was decreased and was not meeting the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted to the verify screen in accordance with normal operation. There was a low battery alarm observed in the black box history, and shows a partially charged battery was installed. The battery compartment was intact with no cracks or moisture inside. The battery cap was able to be fully tightened with no moisture on the underside of the cap and a power loss was not observed. All current draws were within specifications. There was no evidence of moisture contamination observed inside the pump and no evidence of intermittent contact when the pump case was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.